Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device intermittently telling them battery's low even after it has been fully charged. There was no reported patient involvement.

Event description:
The customer reported the device intermittently telling them battery's low even after it has been fully charged at the wall. There was no reported patient involvement.